Event description:
Clinical study. Same patient as 6000089-2006-01820. It was reported that 720 days after a coronary artery drug-eluting stenting treatment procedure, the patient had a target vessel intervention (tvr). The index procedure treated one 10 mm long target lesion located in the proximal cx (cass site 18 per crf - identified as cass site19 per qca report) with 75% stenosis and a 3.0 mm reference vessel. Treatment consisted of pre-dilataton and placement of a 3.0 x 16mm taxus express2 drug-eluting stent reducing the stenosis to 0%. The patient was discharged 1 day post-index procedure on protocol doses of asa and plavix. In 2004, the patient was admited for intervention of the proximal lad. The patient was admitted for intervention of the proximal cx 720 days post-index procedure. According to the qca report, there was 14.97% stenosis of the target lesion (cass site 19). The 85% de novo lesion in the ostial and proximal cx was treated with the placement of a 3.0 x 18 mm cypher stent with 0% residual stenosis. The patient was discharged 1 day after the tvr. The physician indicated the relationship to the study stent as possible.

Manufacturer narrative:
The device has not been returned for review, therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.